Event description:
No additional information.

Manufacturer narrative:
Four samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Further testing was performed, each sample was connected to a syringe with saline solution. The four samples expelled the solution with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: evn23439210 -- the 25 ga shot needles aren't letting liquid through issue: per xxx. The 25 ga shot needles aren't letting liquid throw. We have had 3 of this lot at wob (B)(6)2023 fail to let liquid through. One by xxx and two by xxx. Lot# regq405. On (B)(6)2023 myself and xxx went and tested about 10 needles we observed about 5 needles being very difficult to get the fluid to start flowing through the needle. We had to use quite a bit of force with the syringe plunger. However, there were some which seemed to be okay. The ones that seemed to have an issue also were noted to not come out in a stream but rather a mist spray. We also tested the same lot number in another clinic and did not note any issues. We have pulled all of lot regq4055 from the wasatch mckay location.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.